Event description:
It was reported that the customer experienced a low blood glucose (bg) level "which required assistance with glucagon"; nature of assistance was not known and a bg value was not provided. Cause of bg level was not known. Reportedly, later that day, customer experienced a loss of consciousness and fell in the shower "resulting in a hospitalization"; cause was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.